Event description:
Situation: metal shaving found after removal from pt. Background: cleaning a new item from a new surgery. Assessment: when cleaning a j-stylette and curved cannula assembly a metal shaving was found, notified the rep and surgeon, no evidence to any damage to the patient or other equipment. Instrument was bagged and returned to company by rep. Manufacturer response for j-stylette, (brand not provided) (per site reporter) given to rep in real time.